Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the batteries are having 60-70% failure rates and taking these devices out of service for conditioning have been disruptive. It was noted that the biomed have tested the batteries after first year's preventive maintenance and the voltage criteria did not meet the specifications. The event occurred at biomed shop and there was no patient involvement.

Event description:
It was reported that the batteries are having 60-70% failure rates and taking these devices out of service for conditioning have been disruptive. It was noted that the biomed have tested the batteries after first year's preventive maintenance and the voltage criteria did not meet the specifications. The event occurred at biomed shop and there was no patient involvement.

Manufacturer narrative:
Additional information provided: d.11. The customer¿s stated issue of battery failure on the returned pcu was confirmed through a review of the device logs during the investigation. An internal and external inspection were performed on the source device pcu sn: (B)(6). There were observations of slight fluid ingress in the front cover and rear case. There was no contamination observed on the electronic or mechanical components. The iui¿s both have dried fluid on the contact pins and the right iui has rib damage. The battery date code was 1843. The log review on pcu sn: (B)(6) found that there was an over-estimation of the battery capacity, associated to software tracker 16418. Functional testing consisting of fast battery conditioning and manual battery conditioning performed on the source pcu found the battery capacity was not recorded in the logs on either device and therefore the batteries should be replaced. Pcu battery have a date code of 1843, indicating the battery is approximately 1 year and 7 months and 18 days old. Device history review: review of the sn:(B)(6) service history record showed the device had a manufacture date of 14apr2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 11jun2020 and indicated that this has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause of the customer¿s complaint associated to battery failures was identified in this investigation as an over estimation of the battery capacity, software tracker 16418. Please refer to manufacturer report number 2016493-2020-00428 regarding pcu sn: (B)(6).